Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 325cc saline prostheses and experienced right sided deflation and left sided capsular contracture (baker's grade unknown) post procedure. As a result bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2018. There were no complications, and the patient was in stable condition after the procedure. The left sided deflation was previously reported with report 1645337-2018-02661 on 5/4/2018. On (B)(6) 2018 mentor became aware of right sided capsular contracture when additional information was received.

Manufacturer narrative:
Mentor became aware that the due date of the report erroneously reflected (B)(6) 2018. The correct dude of this report is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).